Manufacturer narrative:
Patient age not available for reporting. Date of event: unknown date in (B)(6) 2017. Original alert date of event was (B)(6) 2017; reassessment was made on 03/09/2018 based on additional information which made the screws reportable. This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k unavailable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a right leg pathological femur fracture. Composite osteosynthesis was completed with the reported blade plate. At the radiological follow-up the plate seemed to be broken. On (B)(6) 2017 the exchange on a cemented hip tep was required. It was further reported patient underwent a tumor excision and compound osteosynthesis of the proximal right femur on (B)(6) 2017. X-rays taken on (B)(6) 2017 confirmed a dislocated and compressed subtrochanteric femoral fracture with osteolytic changes as an indication of pathological fracture. MRI completed on (B)(6) 2017 confirmed the pathological fracture with multiple osseous lesions with suspected metastasis in the pelvis, the femora on both sides, and around the lower lumbar spine. During the (B)(6) 2017 procedure, the fracture was located approximately 7 cm below the tip of the greater trochanter. A 95 degree condylar plate, kischner wire, and blade were inserted. Intraoperative x-rays showed the correct fit and placement of the plate. Screws between 38 mm and 40 mm were then inserted. A second t-plate was then placed at the ventral side of the first plate, and anchored with two (2) screws around the trochanter major and three (3) screws around the proximal femur. The tumor was then removed. A broad periosteal elevator was then placed and cement was inserted. Final x-rays showed no abnormalities. Biopsy material was harvested during the (B)(6) 2017 procedure. Follow up x-rays taken on (B)(6) 2017 showed correct implant placement. Patient reported pain on unknown date. Examination showed considerable rotation pain around the hip joint. Range of motion is considerably limited. Two (2) x-rays taken on (B)(6) 2017 revealed a fracture of the plate above the implanted cement. Patient was returned to surgery on (B)(6) 2017 where the broken plate was removed. It was noted the trochanter was dislocated and twisted. Upon removal of the second t-plate, it was noted the screws were loose. All hardware was removed, cultures were taken. Wound was cleaned and debrided, patient was revised to a total hip implant. This is report 2 of 2 for (B)(4). This report is for unknown screws.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Date reported in initial report was 3/9/2018. Correct date should be 11/28/2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed all returned parts since it is unknown which returned screw was affected. A device history record review was performed for the subject device: part number: 214.070. Synthes lot number: 2015815. Release to warehouse date: 26. Sept. 2001. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.036, synthes lot number: 2287535, release to warehouse date: 02. Aug. 2007, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.840, synthes lot number:9534386, release to warehouse date: 24. June 2015, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.842, synthes lot number: l080040, release to warehouse date: 04. Aug. 2016, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.842, synthes lot number: 9075129, release to warehouse date: 22. July 2014, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.840, synthes lot number:l346789, release to warehouse date: 30. March 2017, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.034, synthes lot number:2823 , DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Part number: 214.036, synthes lot number:2722, DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Part number: 214.036, synthes lot number:2466, DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Part number: 214.838, synthes lot number:l051046, release to warehouse 11. July 2016, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.030, synthes lot number:2391, DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Part number: 214.832, synthes lot number:2059, DHR not available as device is older than 15 years. According to se_075477 the documents for instruments have to be stored for 10 years. Part number: 214.836, synthes lot number:9293124, release to warehouse 17. Dec. 2014, manufacturing site (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number: 214.036, synthes lot number:2100213, release to warehouse 28. June 2004, manufacturing site (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: according of mentioned in the surgery report "then we turn to the ventrally positioned t-plate, where the screws are loosened during dislocation". The received x-rays pictures review cannot confirm the issue / which screws it was as per event description loosened. Therefore, only a visual inspection on these returned screws will be performed. All screws are in a used condition without heavy damage. The surface of these implants has wear marks and a couple of screw recess are damaged, it is not possible to determine where it is coming from. We can only assume, that this can be traced during insert or removal. The review of the device history records showed that these articles were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: (B)(4) qty, p/n 240.540, l/n 2021138. (B)(4) qty, p/n 214.070, l/n 2015815. (B)(4) qty, p/n 214.036, l/n 2287535. (B)(4) qty, p/n 214.840, l/n 9534386. (B)(4) qty, p/n 214.842, l/n l080040. (B)(4) qty, p/n 214.842, l/n 9075129. (B)(4) qty, p/n 214.840, l/n l346789. (B)(4) qty, p/n 214.034, l/n 2823. (B)(4) qty, p/n 214.036, l/n 2722. (B)(4) qty, p/n 214.036, l/n 2466. (B)(4) qty, p/n 214.838, l/n l051046. (B)(4) qty, p/n 214.030, l/n 2391. (B)(4) qty, p/n 214.832, l/n 2059. (B)(4) qty, p/n 214.836, l/n 9293124. (B)(4) qty, p/n 214.036, l/n 2100213.